Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when they went to deploy the device (g52916-igtcfs-65-1-jug-tulip) ((B)(4)), the filter would not open up. The facility elected to use a sister hospitals device (a g52918-igtcfs-65-1-uni-tulip) ((B)(4)). When they went to deploy this device, it deployed prematurely and it was tilted. A third device (g34309-igtcfs-65-1-jug-celect-pt) was opened and used to complete the procedure successfully". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) (B)(6). Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description only. It was reported that the filter deployed prematurely and tilted. The filter was replaced without any harm to the patient. No product was returned and no imaging was provided. Therefore, it would be inappropriate speculate at what may or may not have caused the filter to release prematurely from the introducer. It is noted that the filters used before as well as after this one were advanced from jugular approach and therefore this uni device may have been reloaded from femoral to jugular introducer prior to advancement . However, this is only speculation since no product was returned and since the approach is unknown. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
¿No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.¿